Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces. Several bolus and square wave bolus deliveries were programmed and delivered properly. No bolus delivery anomalies were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 14 mmol/l, which was treated with manual injections. No significant events leading to the keypad issues were observed. The caller stated that there was a blank circle showing on the insulin pump. Advised replacement of the insulin pump. Nothing further reported.